Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which was included in a recent field advisory, had a monitoring battery voltage of 2.60 v after 23 months of implant. Additional information was received indicating this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Technical services advised that the device follow up intensify to monthly. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. This device has not been returned for analysis. Should additional information become available this report will be updated.